Event description:
The customer reported that she dropped her insulin pump last week and the end cap cracked. The blood glucose reading at time of the call was 112 mg/dl. The customer stated that the device's screen is blank. Advised customer to revert to backup plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a cracked end cap. The device had a blank screen as a result of moisture damage on the electronic assembly. Moisture damage also was founded on the motor home switch.